Manufacturer narrative:
Philips has investigated this complaint. Philips contacted the customer and confirmed that the device could not be turned on. Troubleshooting actions on the part of the customer determined that the cause was a malfunction in the air-conditioner preventing air-conditioning from reaching the room. The customer repaired the device; no device inspection was performed by philips. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. On-site evaluation not approved; customer handled evaluation and repair themselves

Event description:
It was reported to philips that the system did not startup correctly at the time the room was being prepared. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. Philips contacted the customer and confirmed that the device could not be turned on. Troubleshooting actions on the part of the customer determined that the cause was a malfunction in the air-conditioner preventing air-conditioning from reaching the room. The customer repaired the device; no device inspection was performed by philips. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The serial number, product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.